Event description:
It was reported that the patient's ipg was replaced via surgical intervention on (b)(6 2024. The reason for replacement is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the circumstance of this report, the patient's ipg had reached end of life. It is unknown if this occurred prematurely.

Event description:
Based on the circumstance of this report, the patient's ipg had reached end of life. It is unknown if this occurred prematurely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.